Event description:
Through implant patient registry and investigation, it was learned that a 25mm 3300tfx valve was explanted after 1 year and three months due to severe aortic insufficiency. The device was replacement with a non-edward's valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors. All pertinent information available to edwards lifesciences has been submitted.

Event description:
Through implant patient registry and investigation, it was learned that a 25mm 3300tfx aortic valve was explanted after 1 year and three months due to thicken and fibrosed leaflets with severe aortic insufficiency. The device was replacement with a non-edward's valve (per pathology department). Per medical records, the patient presented with aortitis and underwent a redo avr with aortic root patch enlargement and ascending aortic replacement with 28mm vascutek graft. Intraoperatively the aortic leaflet was thickened and fibrosed and the valve was explanted. The annulus was debrided and sized, a 23mm sizer did not go through, due to concern for ppm the decision was made to proceed with aortic root enlargement. A non-edwards medtronic valve was implanted and secured with cor-knot device. The patient tolerated the procedure well and transferred to the CT-ICU in critical condition.